Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level as the patient was not wearing the device. Technical support provided information to reset the pump and assisted the caller with the procedure. The issue did not recur after the reset, and the customer was advised to continue using the pump and to call back if any malfunction code recurred.